Manufacturer narrative:
Analysis of the catheter revealed superficial damage to the transition tubing. No leaking was seen in this area during pressure testing. This non-significant anomaly of the strain relief shroud may or may not have been explant related. The pump was also returned and analyzed and there were no anomalies see in analysis.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported the patient had surgical intervention and hospitalization for observation, prophylactic antibiotic coverage and post-procedural monitoring. The catheter was removed because therapy was abandoned, as well as some catheter damage noted. A dye study was done and the pump and catheter were explanted, due to the ¿pump segment of the catheter¿ not being whole. It was said the catheter was not whole and the internal tubing was exposed. It was later reported the event was due to an unraveling catheter, just distal to the proximal pump connector. Injection into the side port did not show any leakage from the catheter in this area. The reason for catheter removal was due to a break, tear, hole and because therapy was abandoned. A dye study was done and the results were normal. When the hcp opened the pump pocket, she noted a significant amount of fluid. The pump was last refilled on (B)(6) 2013. There was no alleged pump issue. At explant, 250-300 ml of brownish solution was noted. There was no odor, redness or irritation. An intra-operative gram stain was initially positive for white blood cells (wbc's) without organisms. The final lab result was negative as well. The patient received two grams of intravenous (IV) ancef peri-operatively. The severity level was noted as mild. It was reported the hcp stated the patient had ¿unacceptable side effects¿ to the medications used in the pump and therefore therapy was abandoned. The details of the ¿unacceptable side effects¿ were not provided and later it was said there were no symptoms associated with the event. On (B)(6) 2013, it was reported there was no patient injury and the patient recovered without sequela. The pump was used to deliver prialt, but this medication was discontinued in (B)(6) 2013. There were no drugs in the pump at the time of the death.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.